Manufacturer narrative:
Product investigation: the lens remains implanted; therefore, a lens investigation was not possible. Manufacturing record review: a manufacturing record review for the lens was conducted. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data showed that the lens was within power specification. A search on complaints related to this production order found that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. The reported complaint could not be confirmed. Labeling review: the directions for use (dfu) was reviewed. The dfu notes that complications may occur following implantation and some optical effects may be mitigated upon patients¿ adaption to the multifocal optic. Some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. In a small percentage of patients, the effects may be perceived as a hindrance and the patient may request removal of the multifocal iol. The dfu adequately provides instructions, precautions, and warnings for the proper use, handling, and patient outcomes for the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Based on the information provided to date the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient reported having a laser cataract procedure with an intraocular lens (iol) implanted and that outcome of iol implant was very poor. The patient experienced halos/glare, chronic eye dryness, increased large floaters, cobwebs with strange facial sensations, blurred vision, and impaired night vision (lack of depth perception). The patient requires reading and computer glasses. The patient had many follow up post op exams to resolve symptoms. Extensive eye tests were performed to determine what problems were still present. The patient indicated eye plugs were inserted into the tear ducts three times. Follow up was conducted and the patient indicated receiving a second from an ophthalmologist. The patient indicated at this time, there will no information provided to abbott medical optics. This report is for the left eye. A separate report will be filed for the right eye. The patient filed a voluntary event report; reference mw5057278.